Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018, that they were having issues with the difference between sensor glucose and blood glucose levels. They experienced high blood glucose level of over 300 mg/dl. Customer's sensor glucose reading was 70, 68, 40, 45 mg/dl. That triggered the insulin pump to suspend insulin delivery and the threshold low suspend limit was 70 mg/dl. Troubleshooting did not resolve issue. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.